Event description:
Pharmacist reported issue on behalf of consumer. Stated, the consumer returned a box with mixed product. Stated, all of the pen needles were 32g, 4mm but some are labeled micro fine and some are labeled nano pro lot: 3234701, (nano pro per pharmacist) catalog: 320555 2243157 & 3018824- (micro fine per pharmacist, 32g, 4mm) did not have catalog number. Put the lots on one complaint because pharmacist stated, needles from the three lots were in one box. Date of event: unknown samples: yes cl

Manufacturer narrative:
Total of 3 lots impacted. See completed medwatch form section c attached.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h3, h11. Correction provided in d3 (country type), h6 (type of investigation, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.